Event description:
The service repair tech reported that during routine testing of the device at the service center, there was a buzzing noise from the monitor during the high potentiometer arterial blood parameter module (bpm) test. There was no pt involvement.

Manufacturer narrative:
This complaint is confirmed by the service repair tech (srt). This issue occurred during safety testing. The service tech replaced the power supply. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental will be filed accordingly.